Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4). This is an automated draft translation - if any uncertainty contact the local ssu immediately: preuse check files.

Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of the received problem description, service report and log files. During further investigation of the reported issue it was found that nozzle unit of the air gas module was defective and needed to be replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).